Event description:
Customer reported the system is displaying a saturation fault error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage connections. System operates as intended.